Event description:
On may 1, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. On may 20, 2008, this medical affairs specialist contacted the pt to obtain/clarify more info from the initial call. The pt was unable to indicate how long she has been using the expired test strips in question. However, the pt was using the expired test strips in question on four days prior to original date, the day she passed out. On that day, the pt's day was filled with strenuous activities. She had been running around all day and was digging holes. At 6 pm, the pt tested at "127 mg/dl" on the lfs meter and test strips in question and was not feeling any symptoms. She took her usual 10 units of regular insulin and ate her usual dinner. The pt indicated that she does not feel any low symptoms until her blood glucose goes below 60 mg/dl. At around 8 pm, while she was trying to get her kids to bed, the pt passed out. The pt indicated that she did not have any hypoglycemic symptoms that warned her she was going low prior to passing out. The paramedic svc was contacted. Upon arrival at 8:30 pm, the paramedics tested the pt at "111 mg/dl" with the pt's lifescan meter and "22 and 37 mg/dl" on the paramedics meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was transported to the hosp where she was given IV glucose and a sandwich and was later tested at "222 mg/dl" on a hosp meter. The pt was diagnosed with low blood glucose but was not admitted into the hosp. She spent 2 hrs at the hosp and was released when her blood glucose reading was at "384 mg/dl". The pt took insulin when she got home to account for the high reading obtained at the hosp. Since the hosp incident, the pt's diabetes medical regimen has been lowered. Her regular insulin decreased from 10 units to 4-6 units before dinner time. The pt does not know why she passed out on the day and does not blame the lfs prod for the incident that occurred on the same day. During troubleshooting, the pt was unable/unwilling to provide info in regards to testing technique, how the punctured area was cleaned, and whether the reported results were in the meter's memory. This complaint is being reported because the pt claimed she passed out after she used expired test strips on that day. It cannot be ruled out without reasonable doubt that the expired test strip and lfs meter could have caused or contributed to the pt's symptom was associated with severe hypoglycemia. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them, and if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.